Event description:
It was observed, that during the device evaluation. The light guide bundle of the video cable section was broken and the light transmission was lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. The device evaluation found, reportable findings: the lg-bundle of the video cable section is broken and light transmission is lost or too low based on the results of the investigation, it is likely, that the following led to the malfunction: a random component failure without any design or manufacturing issue. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.